Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found a pinhole through the tubing at pinch valve pv49. The fse repaired the tubing and the instrument ran without a leak. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from an unknown location inside the instrument. The volume of the leak was less than 1 ml and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.